Manufacturer narrative:
Stryker evaluated the customer's device and observed the device provided abnormal shock when attempted. After replacing a faulty keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed the device provided abnormal shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed the device provided abnormal shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.